Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution was selected for watchman procedure. The physician inserted the versacross rf wire into superior vena cava (svc). The scrub tech was attempting to advance the sheath/dilator combo over the wire but it would not advance it. Upon inspection, the physician noted that the distal end of the wire showed peeling off the filament. Hence, a new device was opened and procedure was continued and was completed successfully. The device is not expected to return as retained by customer.

Event description:
It was reported that versacross connect laac access solution was selected for watchman procedure. The physician inserted the versacross rf wire into superior vena cava (svc). The scrub tech was attempting to advance the sheath/dilator combo over the wire but it would not advance it. Upon inspection, the physician noted that the distal end of the wire showed peeling off the filament. Hence, a new device was opened and procedure was continued and was completed successfully. The device is not expected to return as retained by customer. It was further reported that the insulation of rf wire was peeled back at the same time the damage was observed, noted as soon as the physician tried to put the sheath/dilator over the wire. Wire was outside the body. It was not possible to insert sheath/dilator combo. Difficulty was noted during backloading the wire. Versacross dilator was shaped but was not the reason for inability to load the wire, no issues with dilator were noted.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.